Manufacturer narrative:
Result: siderail weldment assembly; motion interrupt pan.

Event description:
It was reported by service report that the left side rail would not lock in the upright position and the motion interrupt pan is missing. No pt involvement or adverse consequences were reported.